Event description:
It was reported that post op a minimally invasive esophagectomy procedure, seven days post op there was concern for a leak and a swallow test was performed on the patient and everything seemed fine. Nine to ten days post op the patient was thought to have a leak, so the patient was scoped and there was a hole at the staple line of the esophagus and stomach anastomosis. The patient was drained and no other surgery was performed at that time. The plan was to stent the patient a few days after the drain placement. This morning (B)(6) 2103, the patient was checked to see about placing a stent and the tissue around the entire staple line was dead and the whole staple line had to be cut out. The esophagus and the stomach were both closed off separate to allow the tissue to heal. The surgeon is planning to go back in to use small bowel once the tissue heals. The device was discarded.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. When the patient was opened, it was noted that the entire left staple line of the gastric conduit was dead. The rest of the stomach had good blood flow. The surgeon resected the entire left staple line. This was from the original staple line produced by the pse60a with green reloads. The ecs29a was secondary. The patient is currently stable and planning to go home with a feeding tube. The patient will be home for a few months and then return for the surgeon to perform a colonic interposition procedure. There is also a correction to what was originally reported as "the surgeon is planning to go back in, to use small bowel once the tissue heals."